Event description:
The reporter stated that her glucose dropped during the night. Her husband tried to use the device would not turn on. He called the emts and they checked her glucose at 35mg/dl with their meter. The emts then gave her orange juice and food. The device was replaced and requested to be returned for evaluation.